Event description:
Health professional reported against the left side"the doctor diagnosed the patient's illness as hypertrophic scar. The surgery for resection was performed." Doctor noted, "it can be thought that it was caused by the patient's constitution and skin tension." Later, healthcare professional reported "rupture" confirmed via ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted.